Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that there were no error codes observed. The responder then reported that there was no problem with triggering in the low setting, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a "trigger low" issue. It was unknown how the issue was found. No patient or user harm reported. The customer reported that the v60 ventilator had a "trigger low" issue. Additional details are being requested. This investigation is ongoing.

Manufacturer narrative:
An additional follow up was performed, and the key market (km) reported, that the device was in clinical use when the issue occurred. No patient or user harm reported.